Event description:
It was reported that a cartridge change error occurred during the load sequence. Blood glucose level was 130 mg/dl. Reportedly, customer successfully loaded a 2nd cartridge and resumed insulin delivery.